Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's implant procedure on (B)(6) 2021 was abandoned since the patient began to lose motor function during the procedure. The procedure was aborted before any permanent damage occurred and the neuro monitoring signals returned to normal,